Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) belgium alleging a patient's onetouch veriopro meter read inaccurately high compared to another device. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not specified when the alleged issue began. It is not known how the patient manages his diabetes or if the patient made changes to his usual management routine. It was reported the patient obtained blood glucose results of "75 mg/dl and 71 mg/dl" with the subject meter and "45 mg/dl and 49 mg/dl" on another meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The reporter claims the patient felt symptoms of "hypoglycemia;" however, did not specify specific symptoms. It is not known if the patient's alleged symptoms occurred prior to or after the start of the alleged issue. It is also not known what treatment the patient received to alleviate his symptoms. The cca was not able to walk the reporter through troubleshooting. This complaint is being reported because the patient may have developed symptoms suggestive of a serious injury after the alleged meter issue began.